Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported a low glucose event. The event occurred on april 25, 2025, at 2:19 am mst, where the sensor glucose reading was 51 mg/dl. The user did not confirm the low glucose event with a fingerstick blood glucose test.after dms review, it was confirmed that the sg reading at the time of the event was 51 mg/dl.upon further review, it was confirmed that the user did receive a low glucose alert at 2:19 am, when the sg was at 51 mg/dl.the user did not seek medical treatment as they did not feel low at the time of the event and did not treat the hypoglycemia.

Manufacturer narrative:
The user reported a low glucose event on 25 april 2025 at 02:19 am where user's sg was 51 mg/dl and bg was not taken. A review of the data management system (dms) data revealed that on (B)(6) 2025 at 02:19 am where user's sg was 51 mg/dl and bg was not taken. The user received a low glucose alert at the reported time because their sensor reading (sg) was below the threshold. The user didn't feel low, didn't take any action, and didn't seek medical help. The user's hcp was not aware of the event and was advised to follow up with the hcp for medical guidance. A case (B)(4) was created to address sensor inaccuracies. However, the examples provided by the user could not be confirmed as the user did not enter any bgs during the reported time frame. A review of the sensor data did not reveal any anomalies, and the system was working within expectations. Overall, bg values meet the sg trends well, taking into account the delay that can occur between changes in blood glucose and changes in the glucose seen by the system. The root cause for the sensor inaccuracy reported by the user is unknown. The user was advised to continue using the system, entering bg values into the system, as calibrations, when differences are observed. A review of two weeks of data post-feedback confirmed good agreement between sensor and calibration readings, and the user was advised to continue using the system. B4. Date of this report 08 june 2025. G3. Date received by the manufacturer? 08 june 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 213. H6. Investigation conclusions updated to 67.